Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # 754d00. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 754d00, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, the anvil could not be pulled out. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is the current patient status known? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.